Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure, the blade of the shear broke. It is not thought that it had touched any bone or metal. Another device was used to complete the procedure. There were no adverse consequences for the patient.